Manufacturer narrative:
The investigation is still on going. The results will be provided with a follow-up report.

Event description:
It was reported that the unit's ventilator is not working so that so that the patient had to be ventilated manually. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The analysis was performed based on the submitted information including the electronic logfile of the device. The reported failure of the ventilator could be confirmed by means of the information stored in the log. The log entries indicate that the vacuum pressure that is required to keep the ventilator diaphragm in place was too low. The fabius reacted as specified for this situation- stopped the automatic ventilation and posted a corresponding alarm. In this case fresh gas delivery (incl. Agent) remains available and the patient can be ventilated using the manual breathing bag. The device was checked on-site by a draeger service technician. As the logs indicate leakages as possible root cause the cosy (compact breathing system) was replaced. Subsequent tests passed and it was confirmed that the device was operating per manufacturer's specification. It can be concluded that most likely part of the cosy presented a leak, which led to the reported symptom. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit's ventilator is not working so that so that the patient had to be ventilated manually. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.